Manufacturer narrative:
This injection procedure information was provided to sofregen medical as part of a collection/review of a post-market site initiated clinical study. The review of the pertinent silk voice device manufacturing records confirms the devices were manufactured in accordance with specifications. Product labeling and risk management contain appropriate information regarding edema of the larynx (swelling of throat) and airway obstruction. Video review of the procedure suggested that the injection of silk voice was considered routine without overcorrection. The physician did not feel the event was related to the patient's underlying diseases and concomitant medication. The physician reported the presence of ipsilateral laryngeal edema at three days post injection augmentation and treated the patient with high dose corticosteroids. The patient responded rapidly to treatment with improved breathing, improved swallowing, and diminished discomfort. Follow-up laryngoscopy demonstrated significant improvement in left laryngeal swelling. This reported complication was reviewed by the study's clinician committee and was perceived to be comparable to the rare idiosyncratic reactions reported from products containing hyaluronic acid.

Event description:
This injection procedure information was provided to the manufacturer as part of a collection/review of a post-market site initiated clinical study. A (B)(6) year old male patient presented with a 24 month history of left vocal fold paralysis related to metastatic lung cancer. On (B)(6) 2020, a clinical evaluation confirmed left vocal fold paralysis with glottal insufficiency, voice loss, and dysphagia with risk of aspiration. On (B)(6) 2020, injection augmentation was performed with 0.6 cc silk voice into the left vocal fold via a thyrohyoid percutaneous approach. Video of the procedure was reviewed by the physician and described as routine without overcorrection. On (B)(6) 2020, via telemedicine, the patient reported left-sided throat discomfort and mild swallowing difficulty. After the follow-up, the patient developed worsening swallowing difficulty and increasing difficulty with breathing. The patient called the clinic on (B)(6) 2020 and was admitted for further evaluation. Laryngeal endoscopy demonstrated left supraglottal laryngeal mucosal swelling with reduced caliber of airway. The patient was then treated with intramuscular followed by intravenous steroids, nebulized racemic epinephrine inhalation, diphenhydramine, and ICU admission for airway observation. The patient responded rapidly with improved breathing, improved swallowing, and diminished discomfort. Follow up laryngoscopy demonstrated significant improvement in left laryngeal swelling. The patient was discharged on (B)(6) 2020 on oral steroids, and a follow-up appointment on (B)(6) 2020 confirmed significant improvement with a "very good" voice quality.